Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and stroke have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. And as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Current device location is unknown.

Manufacturer narrative:
A review of the controller log files associated with the event captured, showed a slight rise in power consumption of approximately 0.4w on (B)(6) 2015. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The hvad pump, (B)(4), was not returned to the manufacturer for evaluation; therefore, the suspected pump thrombus could not be confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high power was confirmed via review of the controller log files which revealed a slight rise in power consumption from (B)(6) 2015. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; with review of the available information it appears that patient factors including history and comorbidities may have contributed to the events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the UK by the by vad coordinator that this patient presented at his local hospital with an ischemic stroke . He was transferred to a vad facility and was found to have erratic flows and an unusual pump sound (inr 2.9). He was converted to heparin and after careful consideration given tirofiban. This did not work as the vad power continued to rise (peaked at around 23), after discussion with the family as to whether to withdraw treatment or try tpa. Tpa was tried, the vad quickly returned to normal parameters. Unfortunately the patient then developed severe bleeding in the airway, the tpa was stopped immediately; however, during treatment for his bleeding, the patient became unresponsive, his pupils became fixed and dilated, and it was deemed that further treatment would be futile. The patient was made comfortable and he passed away peacefully.